Event description:
It was reported that unit failed pure cross coupling test and leakage test error code. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the customer¿s complaint was duplicated as the unit failed cross coupling test during activation of monopolar 2 on monopolar 1 active. The value was 1215ma. It was reported that the unit failed pure cross coupling test and leakage test error code. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: of a damaged monopolar 1 that has no relationship to the reported condition. The monopolar port 1 was replaced to address the condition. The most likely cause was traced to device design. Another unreported condition was identified: error codes 235, 318, 322, 402, 403, 404, 405 and 416 were found in the error history. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.